Event description:
Patient reported ¿rupture for left side¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as surgical damage. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported ¿rupture for left side¿. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported ¿rupture for left side¿. The device remains implanted.

Event description:
Patient reported ¿rupture for left side¿.the device has been explanted.

Event description:
Patient reported, ¿rupture for left side¿. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.